Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within a couple days of implant, the patient complained of a 'hiccup-like' jumping occurring every three seconds. Additionally, the right ventricular (rv) lead exhibited diminished sensing. The lead remains in use. No further patient complications have been reported as a result of this event.